Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate. The fse performed battery run time test which failed. The fse resolved the reported issue by replacing the battery, sealed lead acid,12v. The fse then performed functional and safety checks to meet factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that during patient use, the cs300 intra-aortic balloon pump (iabp) shut down. It was also reported that the end user re-started the iabp unit and was able to continue therapy. No patient harm, serious injury or adverse event was reported.

Manufacturer narrative:
Updated fields; b4, b6, b7, d10, g3, g6, g7, h2, h6, h10, h11. Corrected fields: d1, g1, h4.

Event description:
N/a.